Event description:
During cardiopulmonary bypass, it was reported that when the pump was turned on, it displayed a belt slip failure. The dual tach board failed and was replaced. The procedure was completed successfully. There were no adverse consequences reported to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.